Event description:
It was reported that: "During the produce of the user filling the last coil, the coil escaped from the aneurysm and became fixed at the m2 distal position. Recover the coil using Embotrap 3." "The procedure was completed with replaced product, there was no patient injury due to the complaint product." Incident Report Form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA Reference: # (b)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.